Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.8 mmol/l at the time of the incident. Customer stated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. The customer was assisted with troubleshooting and declined for low blood glucose. Troubleshooting was performed. The insulin pump will not be returned for analysis.